Event description:
It was reported that a 5mm synthes matrix midface screw broke while being inserted into the fz suture during an open reduction internal fixation (orif) procedure of a zygomatic arch fracture on (B)(6) 2015. The self-drilling screw was being inserted by hand when the head of the screw broke off. The piece was sucked up by the blood suction device and was unable to be recovered. The plate was repositioned and then the surgeon had to burr down the exposed screw shaft. The procedure was prolonged by five (5) to ten (10) minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Device broke intra-operatively and was not fully implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.